Event description:
The facility reported to largo customer service a pump that over infused during patient use. There was no patient injury or medical intervention necessary according to the hosp rep. No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.